Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unit alarm functioned as expected while flashing medtronic logo was displayed. Customer's alleged alarm anomaly unknown due to self-test being unable to be performed on the unit. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, moisture damage was noted on electronic assembly, including pcb1. Flashing medtronic logo was due to moisture damage on electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, battery tube threads - cracked, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of alarm anomaly were unknown when further tests for the alarm were unable to be performed due to unit powering on with flashing medtronic logo. However, customer's alleged flashing medtronic logo was confirmed when unit powered on with flashing medtronic logo, caused by moisture damage on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump won't stop beeping and blinking medtronic on the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Product return for mmt-1884 is expected and the customer response was the device will be returned.